Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope exhibited the operators could not see anything (display issue). Unknown as to when the unspecified event occurred. Unsure if there was any patient involvement.